Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the customer's reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator alarmed "svhp relief alarm" minutes after powering on. Bench testing revealed the blower inlet filter had an unknown contaminant. (B)(4) replaced the blower inlet filter to address the reported issue.

Event description:
It was reported to (B)(4) that the unit was experiencing "svhf" (safety valve high pressure relief) alarms. The alarm was both audible and visible. The unit was on patient at the time of the event and was later tested on a test lung. The customer was unable to clear the alarm. There was no harm associated with this complaint, the patient was placed on a backup ventilator with no issues.